Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient.

Manufacturer narrative:
H10: the actual device was returned to philips bench where the technician found the mx40 had audible sound. At the repair bench the device will be updated to the latest manufacturing process, with all testing passing per specifications. The device will be returned to the customer after repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.